Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported device dislodgement could not be confirmed; however a proximal seal break was noted. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA # listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that during device preparation, the device was stripped from the delivery system during removal of the sheath. Of note, the device was returned with the balloon separated from the outer member at the proximal balloon seal. There was no patient involvement and no report of a clinically significant delay in procedure. There was no additional information provided.